Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2001. Explant date: explant date: procedure happened on (B)(6) 2021.

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information could be obtained despite good faith efforts.